Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with heavy calcification. The 3.5 x 38 mm xience xpedition stent was advanced; however, it failed to cross the lesion. During retraction, resistance was encountered with the 6 french unspecified guiding catheter and the proximal stent struts were noted to be flared. Another of the same size stent was used to complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.